Event description:
Related manufacturer reference number: 2017865-2022-01386. It was reported that a patient presented remotely via merlin.net. The patient had a ventricular tachycardia (vt) storm and the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had delivered an inappropriate anti-tachycardia pacing (atp) regime for a ventricular fibrillation (vf) due to patient's vt being in the vf zone of device settings. There were only 3 out of 12 atp shocks that were successful in converting the patient to sinus rhythm. The ICD and rv lead was successfully reprogrammed. The patient was stable throughout procedure.